Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. No deformation or damage of the valve were detected during the visual inspection. The permeability test showed that the progav 2.0 valve is permeable. The progav 2.0 valve was tested and is adjustable to all specified pressure. The braking functionality test has shown that the brake function is fully operational and the braking force is within the given specifications. We performed a visual inspection of the progav 2.0 valve. No deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability, and adjustability of the valve, as well as the brake functionally and brake force. The progav 2.0 valve operates as expected and met all specifications. Finally, we have dismantled the valve. There was no visible deposits inside the progav 2.0. Based on our investigation, we are unable to substantiate the claim of occlusion. The valve operates within the specified tolerances. We can exclude a defect at the time of release. The valve met all specifications of the final inspections.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height cm: 110. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "4d po valve is blocked. Explanted." All med watch submissions related to this patient are: 3004721439-2018-00279 ;3004721439-2018-00280 (this report); 3004721439-2018-00281.